Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting intermittent loss of capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated the setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d274drg, ICD, implant: (B)(6) 2011. (B)(4).